Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: when inserting the screw in the radius side at the distal second row, by using the guiding block, the locking screw could not be locked and went through the plate. All screws were removed and the plate was re-fixed (the hole which the screw went through was not used). The surgeon inserted the screw manually with driver, he penetrated the hole, but he didn¿t re-insert, he used a torque limitation attachment in the final locking. All screws were removed but during the screw insertion, the surgeon felt no resistance, however, the screw continued rotating idly. So, he checked visually and confirmed the penetration of the screw. Surgery was delayed 30 minutes. No further information provided. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the: the head profile was checked and the size of head is good but the thread heads could not be checked due to damage. Since the head threads could not be checked due to damage this complaint cannot be confirmed. Excess mechanical force was used during screw insertion or the screw was inserted at an angle incorrectly and damage was caused to the threads therefore affecting its ability to "lock." These screws should be handled with care as per the technique guide. The manufacturing records show this lot met all in process and release criteria and no factors that would have contributed to this complaint description. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.